Event description:
It was reported by the patient that she has had six non-related surgeries in the past years. After the last two surgeries she had to be reprogrammed. After the last surgery, the patient stated she had an "open circuit". She has been reprogrammed and the device was working as intended. Further information is being requested from the hcp.